Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty removing the sheath. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use specifies: step 3, slide the protective sheath off the balloon followed by step four and five to prepare the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Before use the protective sheath was stuck firmly to the balloon of a 2.5x15mm nc trek rx balloon dilatation catheter. An unspecified balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.